Event description:
It was reported that the ilet user experienced elevated blood glucose after forgetting to perform a meal announcement, and the agent provided education on best practices for meal announcements. Symptoms included hyperglycemia reaching 401 mg/dl without reported clinical signs, and the user noted a continuous glucose monitor reading of "high" with a downward trend arrow while declining a confirmatory fingerstick. Outcomes included no reported need for medical intervention and no hospitalization. Investigation included remote troubleshooting and user education on proper meal announcement technique. Investigation of this case revealed user-related use error consistent with a missed meal announcement, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to delayed or missed meal announcement.